Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer requested an event log review to check programming and reported that a fentanyl 2000 mcg/100 ml ns infusion was expected to infuse at 25 mcg/hr with weight based dosing using the drug calculation setting. The medication was started between 2100 and 2200 in the ed. The patient was transferred to the floor and a clinician assessed the respiratory rate to be 2 breaths/min. The infusion bag was noted to be almost empty, and the infusion was stopped. The md was notified, the rrt (rapid response team) was called, a naloxone drip was administered, and resuscitation was successful. The internal hospital investigation determined the rate had been programmed for 2025 mcg/hr or 101.25 ml/hr. No other patient effects were reported.